Event description:
It was reported that there was an air embolism and air within the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was inserted and deployed. The device was too distal and was partially recaptured. The release criteria was still not met, so the device was fully recaptured. The was was exchanged for a new double curve was and a new 33mm closure device was inserted and deployed. This device also did not meet release criteria and was fully recaptured. A new 30mm device was selected to be used. When the device was inserted into the was, the physician noted that there was air at the tip of the was and air in the laa. The air was immediately aspirated and the patient remained stable. The procedure was continued and the closure device was successfully implanted in the laa of the patient. The patient remained fine and stable following these events. There were no other complications that occurred. The next day the patient was doing great and was discharged from the hospital.